Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to a failed transducer.

Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr confirmed the reported issue and replaced the main printed circuit board assembly (pcba). The fsr performed the operational verification procedure and user verification test. The device meets manufacturer specifications. The vyaire medical failure analysis laboratory received the suspect component, a vela main pcba, for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was alarming "vent inop" (ventilator inoperable) after powering up. The turbine differential transducer failed the zero calibration. There was no patient involvement associated with this issue.